Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 422mg/dl, 142mg/dl (in the potential medical tab it was documented that, "per customer, customer tested twice back to back (same stick)". Tests were done within 10 minutes with a difference of 88%. Patient did not experience any adverse events. No further information has been reported.